Manufacturer narrative:
The insulin pump passed displacement test. However, insulin pump alarmed prime during basic occlusion test and unable to prime due to slightly loose drive support disk. The insulin pump was received with minor scratches on lcd window, cracked case at display window corners and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that he had a prime rewind issue where the insulin was squirting out. Customer stated that when he presses the act button, the pump is in the prime loop. Customer's blood glucose was 145 mg/dl at the time of the incident. Customer was changing the set when it alerted an alarm and would not allow him to prime correctly. Customer stated that the insulin was squirting out during the manual prime process. Customer mentioned that he was not wearing the pump during priming. Customer has about 40 units of insulin but he actually filled with 300 units of insulin. Customer reported that the drive support cap was flush. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.